Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) procedure, the shaft of the catheter broke inside the patient's body. The case was completed by changing the catheter without any patient consequence. Upon following up with the customer, bwi received additional information which is now indicative of a reportable event. It was stated the deflection mechanism was stuck and the physician had difficulty to remove the catheter from patient's body. However there was no damage and no exposure of internal components or any evidence that the integrity of the catheter has been compromised

Manufacturer narrative:
(B)(4). It was reported that during an idiopathic ventricular tachycardia (idvt) procedure, the shaft of the catheter broke inside the patient's body. The case was completed by changing the catheter without any patient consequence. Upon following up with the customer, bwi received additional information which is now indicative of a reportable event. It was stated the deflection mechanism was stuck and the physician had difficulty to remove the catheter from patient¿s body. However there was no damage and no exposure of internal components or any evidence that the integrity of the catheter has been compromised upon receipt, the catheter was visually inspected and it was found that the catheter had a pre-curve bent. Per visual condition and event reported a deflection test was performed and the catheter passed. A pre-curve and tilt test were also performed and catheter pass specification. There was no resistance noticed while deflecting and unreflecting the catheter during the test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4)